Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, post paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made and issue was resolved. Patient condition was normal.